Manufacturer narrative:
Product analysis: analysis was performed and found the display overlay was cracked and malfunctioning. The overlay was replaced, and the display was calibrated. The hard drive was reconfigured, reloaded, and the software was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer needed repeated reboots to interrogate a device. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.